Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose at the time of incident was 446 mg/dl and current blood glucose level is 333 mg/dl. The customer experienced symptoms as a result of high blood glucose such as they feel thirsty everytime. The customer was treated for high blood glucose with bolus. The customer was using the insulin pump when the high blood glucose event was reported. The customer reported that the patient was on auto mode. The insulin pump will not be returned for analysis.